Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the cgm value was 100 points higher than her bg value. On the morning of (B)(6) 2020, the patient¿s cgm value was 200 mg/dl. She administered an extended bolus of insulin from her omnipod prior to having her protein infused coffee. She did not perform a finger stick bg prior to administering insulin because her cgm had been accurate in the past. Approximately two hours later, the patient¿s spouse found her on the floor, unresponsive; he administered glucagon and called emergency medical services (ems). The paramedics arrived, a finger stick bg was 24 mg/d and a second dose of glucagon was administered. The patient was transported to the hospital, evaluated in the ed and an IV of d5w was started. After two hours, her bg was 97 mg/dl but the cgm was 190 mg/dl. After four hours, her bg increased to 157 mg/d; however, her cgm value was not provided. She was admitted to the hospital and discharged four days later. She reported feeling confused for a week after the incident and continues to have incidents of confusion. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.